Event description:
It was reported that the customer was visited the emergency due to concern for high blood glucose levels, although he was not admitted as an inpatient. The blood glucose reading was 419 mg/dl. The customer stated that the cause of the hospital visit was undetermined, and he was referred to his doctor. Upon troubleshooting, the customer declined to check his settings for any recent changes. He was unable to complete the troubleshoot process due to lack of tubing clamps, which he was advised would be sent in order to continue with the high pressure test at a later time. Two days later, the customer tried increasing his basal rate and stated that the device was not delivering insulin. The blood glucose reading then was 220 mg/dl; the most recent blood glucose reading was 262 mg/dl. He complained of light-headedness, drowsiness, and lots of body aches, treating with a bolus via insulin pump. He was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.